Event description:
Information received indicates the valve was explanted due to stenosis, as seen by echo and cath prior to explant. The surgeon noted the valve leaflets remained open and evidence of vegetation was also seen on the device leaflets at retrieval. The valve was replaced with no additional pt complication reported.